Manufacturer narrative:
The field service engineer could not determine a cause. The following items were checked: probe adjustments and spring action, liquid level detection, voltages, pressures, pinch tubing, rinse station operation, probe and tubing alignment, and connection of host cable. Performance testing was run and was within specifications. The customer ran controls and these recovered within the laboratory's specifications. Precision studies were performed. There were no alarms on the last calibration performed on 12-jul-2019. The calibration signals were lower than expected. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The reporter did not use rack adapters required for 13 mm. Diameter tubes. The sample centrifugation time was determined to be too short and the speed too high. Upon review of the alarm trace, abnormal aspiration errors occurred. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received questionable results for two patient samples tested with elecsys hcg + beta test system on a cobas 6000 e 601 module. Of the two samples, one had a discrepant result. The sample initially resulted with an hcg+beta value of 0.820 miu/ml and this value was reported outside of the laboratory. The value was questioned by the physician. The sample was repeated twice on (B)(6) 2019, resulting with values of 8425 miu/ml and 8496 miu/ml. The repeat result was believed to be correct. An ultrasound was performed on the patient and it was confirmed that the patient was (B)(6). No contrast dye was used in the ultrasound procedure. The hcg+beta reagent lot number was 38562705, with an expiration date of 31-may-2020.